Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012761286 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the array was found detached from the shaft and guidewire lumen approximately 5 inches from the tip, with all electrode wires also severed. During microscope observation of the array area, the impurity was observed on the edges of some electrodes. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Due to the faulty condition of the received catheter, testing could not be performed. In conclusion, the loop catheter failed the returned product inspection due to excessive damage and tissue stuck on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, small particles of clots were consistently visible in the aspirated fluid of the syringe. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.